Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while supporting a patient at home. The customer also reported that the patient subsequently switched to the backup freedom driver. The customer also reported that the patient was admitted to the hospital and was switched to a companion 2 driver for volume management. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an irreversible fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.